Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarm power system error (back up battery fails). Customer's blood glucose was 7.6 mmol/l. The customer was advised and explained that the internal power source in the pump is unable to charge. The customer was advised the 5 step process and explained the process should resolved the power error detected condition. The customer was advised to monitor the pump and call back if issue recur.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.